Manufacturer narrative:
Section g3: corrected information: 'study' was inadvertently not selected in the previous report. Manufactures investigation conclusion: the report of an outflow graft twist could not be confirmed as no images showing the graft were submitted and the device remains in use. Moreover, a direct correlation between the device and the reported right heart failure and aortic insufficiency requiring an aortic valve replacement could not be determined through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6)was shipped on 22aug2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. In addition, this document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient was readmitted for right heart failure and on (B)(6) 2020, the patient was taken to the operating room (or) to have their outflow graft untwisted, and aortic valve replacement performed. The patient required inotropic support post-operation and was weaned off inotropes on (B)(6) 2020. The issue reported to have resolved.